Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause was not determined. Based on the results of the investigation, it is most likely that there was probable damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the endoeye flex deflectable videoscope exhibited noise that was generated due to damage to the imaging section, and images are not displayed temporarily. There was no patient involvement.